Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) failed to sense the r waves. No intervention has been performed. There were no patient consequences.

Event description:
New information notes that the insertable cardiac monitor (icm) was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: d9: returned to manufacturer should have been ticked.

Manufacturer narrative:
The device was unable to establish telemetry upon receipt. The device was cut open and revealed the device battery voltage was at end of life (eol). A longevity calculation was performed and found the battery depletion was normal based on the device usage. A new battery was installed for further testing. Further analysis performed, including sensitivity test found no anomaly contributing to sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.